Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # (B)(4), batch # 4122280. It was reported by the customer that they have several instances when using item 302830, there is a leak at the black plunger inside the syringe. Verbatim: rcc received a complaint via phone. Pir attached. Customer states that they have several instances when using item (B)(4) ; lot 4122280, there is a leak at the black plunger inside the syringe and it's contaminating the vaccine. Customer has product to return if needed. Customer wants replacements.

Manufacturer narrative:
The manufacturing plant was incorrect in the initial MDR. The manufacturing plant should be becton dickinson medical systems- canaan CT 06018 MDR- MFR report# 1911916-2025-00333. Submitted with incorrect legal site name-void MDR the medical device brand name was incorrect in the initial MDR. The medical device brand name should be syringe 10ml ll s/c 200 the medical device catalog # was incorrect in the initial MDR. The medical device catalog # should be 302995 the medical device batch # was incorrect in the initial MDR. The medical device batch# should be 4206527

Event description:
No additional information.